Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 26jul2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer's attempt to calibrate the touchscreen was unsuccessful. The fse recommended that the replace the touchscreen. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer's attempt to calibrate the touchscreen was unsuccessful. The fse recommended that the replace the touchscreen.

Event description:
It was reported that the touchscreen was unresponsive. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified: estimate used.